Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include frequent urination, vomiting and feeling delirious. Once at the hospital the patients pod was removed where it was discovered that the cannula had failed to deploy at initial activation. The patient was treated with an insulin drip. The patient was discharged from the hospital after 2-3 days.